Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.